Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2010; cd2411-36c ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.